Event description:
It was reported that this right atrial (ra) lead had a recent rise to consistently high out of range impedances greater than 3000 ohms. It was noted that review of some stored atrial tachy response (atr) episodes found noise on both the ra and shock channel, however not on ventricular pace/sense channel. The lead remains in-service, and further testing was recommended to check for suspected issues with the lead within the pocket. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead had a recent rise to consistently high out of range impedances greater than 3000 ohms. It was noted that review of some stored atrial tachy response (atr) episodes found noise on both the ra and shock channel, however not on ventricular pace/sense channel. The lead remains in-service, and further testing was recommended to check for suspected issues with the lead within the pocket. No adverse patient effects were reported. Additional information was received that this lead was surgically capped and replaced. Along with the initial observations of noise and high out of range pacing impedances, they also indicated that during surgical observation it was observed that the lead was previously fractured and had been repaired at a past upgrade procedure and the repair sleeve was damaged. No adverse patient effects were reported.

Manufacturer narrative:
3191 code was used to denote surgical intervention.